Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 70 mg/dl with confusion and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, emergency protocol was initiated and the patient was treated in the emergency room by their healthcare provider with IV glucose and antibiotics for an insertion site infection. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program; however, the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the pump history showed that the pump was manually suspend on (B)(6) 2015 at 16:50 and manually resumed (B)(6) 2015 at 07:52. It was again manually suspended (B)(6) 2015 at 07:52 and manually resumed (B)(6) 2015 at 09:02. The bolus history showed that on (B)(6) 2015 at 15:33 that 0.00u of a programmed 6.00u bolus was delivered due to a partial delivery user aborted (pump) warning. A normal 10u bolus and a 10u audio bolus were performed and both were fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the keys observed. The total daily dose (tdd) correctly showed 20.0u for boluses. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked.